Manufacturer narrative:
B3: event date - aware date was used as event date as the actual event date is not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was successfully implanted on (B)(6) 2023. The patient was discharged. During an unknown time, the patient had a transesophageal echocardiography (tee), and the physician noted a device related thrombus near the threaded insert. No further information was provided at the time of this report.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was successfully implanted on (B)(6) 2023. The patient was discharged. During an unknown time, the patient had a transesophageal echocardiography (tee), and the physician noted a device related thrombus near the threaded insert. No further information was provided at the time of this report.

Manufacturer narrative:
B3: event date - aware date was used as event date as the actual event date is not known. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.